Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was unable to fit into the usb port of the pump, despite trying multiple cables. The customer¿s blood glucose was between 300-400 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.